Event description:
During a laser procedure, the unit allegedly stopped lasing. The on/off foot switch cable was found not to be connected. The technologist allegedly pushed the cable back into its receptacle. The laser then allegedly continued to lase without actuation from the foot switch. A partially connected cable was identified as the cause. No injury to the pt or user.